Event description:
The customer reported a power supply failure message. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported a power supply failure message. No patient involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.